Event description:
The tip of plastic stay broke off during surgery. The stay is approximately 1mm in diameter (ref# 3205-8g). Two tips were actually broken and one was retrieved but the second one was not located after a thorough sweep of the vagina.